Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "the guidewire tip was observed to be slightly bent at the distal end during insertion. There was no significant fraying noted, but the deformation made advancement less smooth than expected. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.